Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow-up, noise on the rv lead was observed. All lead measurements were stable and in-range. The patient will continue to be monitored for the time being.